Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5152216 () on (B)(6)2024. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a 60-6085-201a, vcare 200a ¿ medium, device. It was stated that the device was being test for use during a hysterectomy procedure on (B)(6) 2024. The report stated, ¿provider was handed sterile vcare uterine balloon for utilization during procedure. Prior to use, provider appropriately tested equipment, equipment inflated but would not deflate. Equipment removed from field. New uterine balloon obtained, tested, and validated adequate functioning. Procedure continued without incident.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5152216 () on 19mar24. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a 60-6085-201a, vcare 200a ¿ medium, device. It was stated that the device was being test for use during a hysterectomy procedure on (B)(6) 2024. The report stated, ¿provider was handed sterile vcare uterine balloon for utilization during procedure. Prior to use, provider appropriately tested equipment, equipment inflated but would not deflate. Equipment removed from field. New uterine balloon obtained, tested, and validated adequate functioning. Procedure continued without incident.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.